Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected a33 alarm anomalies noted. No unexpected audio or vibrate anomaly or absence of alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had screen hard to see in certain light and insulin squirts when priming. The customer¿s blood glucose was unknown at the time of incident. The customer also report the insulin pump rejecting new battery and unexplained no delivery alarm and also report that the it takes a while to rewind and buttons were hard to push. The insulin pump will not be returned for analysis.